Event description:
It was reported that the device had broken/damaged flange handle, iui board has thermal damage on c26. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken/damaged flange handle. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of a broken/damaged flange handle was not confirmed. The reported issue of thermal damage on the iui board was confirmed through inspection of the received board. The syringe module was received after repairs had been performed by the repair depot. The device was received by dchu in good condition and functioning as intended. The thermal damage observed on the received iui board was likely due to possible manufacturing defects of the c26 (tantalum capacitor) component. Previous investigations of the tantalum capacitor have shown that the capacitor is prone to shorting due to technical limitations of the component. Mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd alaris¿ system iui inspection quick reference bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 per the alaris system user manual, both regular and preventive maintenance inspections are required to ensure the device remains in good operating condition. All modules should be cleaned before placing the instruments in clinical use. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken/damaged flange handle, iui board has thermal damage on c26. There was no patient involvement.